Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.  (B)(4). Promus element plus mr, ous, 2.25x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal stent row was damaged and stent struts are lifted and pulled in a proximal direction. The stent damage noted was consistent with the device coming in contact with a resistance or an obstruction during an attempt to cross the lesion. The undamaged stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. After pre-dilatation with a semi compliant balloon, a 2.25x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion after repeated attempt. The physician the decided to treat the patient with just plain old balloon angioplasty instead. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.